Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Event description:
This is an international report of a homechoice (hc) machine that sounded a system error (se) 2240 during dwell 4 of 5. The home patient (hp) was connected to the machine during drain. The hp disconnected prior to the alarm. The technical service representative (tsr) explained the message to hp and informed to use a manual bag. There was patient involvement but no clinical consequences for the patient were reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.